Event description:
A customer in (B)(6) alleged that her contour link meter gave a blood glucose reading of 26.5 mmol/l (477 mg/dl). Comparison tests were performed using 2 other meters and those readings were around 12 mmol/l. If the other meters read between 12.0 and 12.6 mmol/l (216-227 mg/dl), the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for eval. Replacement products were sent to the customer.

Manufacturer narrative:
Control tests were performed using the returned reagent and the results fell within the normal control range. Blood tests were also performed using the returned reagent. The range was 5.4-8.1 mmol/l (97-146 mg/dl). The blood test results were high, out of specification by .3mmol/l (5 mg/dl).